Manufacturer narrative:
Device not returned, follow up conversation with company representative.

Event description:
It was reported that a pt's symptoms did not improve post x-stop procedure. For approx two months post-op, the pt experienced persistent pain and neuropathy. The physician performed a fusion. No additional info was reported.